Event description:
It was reported the blue dome fell off of the f-gen light head in or 1. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported that the blue dome separated from an f generation light. The light head reported is within the scope of (B)(4) and will be handled accordingly. There was no reported patient involvement, no injuries, no adverse consequences or delay. Per (B)(4), the severity is s0.